Event description:
It was reported that during testing, there was a double beep, no cassette alarm. No patient was involved.

Manufacturer narrative:
Other, other text: e4: initial reporter also sent report to FDA is unknown. Not provided. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A sample was received to perform an investigation. A review of the event history log found no evidence of double beep, no cassette alarms. A device history record (DHR) review DHR review was performed subsequent to the manufacturing of the device and prior to its release and no problems or issues were identified. Functional check was performed and found the pump's keypad buttons operable but flat dome. The root cause of the problem could not be determined; however, as the pump was being serviced for double beep no cassette alarm, the downstream occlusion sensor was replaced to address the reported problem.